Event description:
It was reported that the patient implanted with this pacemaker passed away. It was noted the device check about five days earlier was normal, with no issues reported. However, the patient's chronic rv lead has exhibited low, out-of-range pacing impedance measurements, noise, and oversensing that was being monitored since 2020. Following the patient's death, a red flashing light was observed on the remote monitoring system, indicating the device had an alert that could not be transmitted. At this time, no further information is available to rule out device involvement in the patient's death.